Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 48 mg/dl. Customer stated that he had been having multiple low blood glucose for the past week since last tuesday. Customer alleged insulin pump was over delivering. Customer was treated with food. Customer has been experiencing low blood glucose for 5 days. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode or smart guard feature. Customer stated during the last set change insulin was dripping or squirting from end of set before connecting at their site. Customer stated reservoir was showing the same amount of insulin as shown on the status screen. Customer reported programming was accurate. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir no leakage. (B)(4).